Event description:
It was reported that multiple non-sustained right ventricular oversensing episodes suggestive of low frequency ventricular fibrillation (vf) of unknown origin were observed on the implantable cardioverter defibrillator (ICD). Undersensing on the discrimination channel was suspected. Programming changes were recommended. Further information was not available.